Event description:
The plaintiff's attorney alleged that the pt experienced cardiac event and expired. It was alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.